Manufacturer narrative:
Qn# (B)(4). The product was not returned for investigation. The customer submitted video was reviewed and shows that the iabc bladder was twisted. The findings noted in the video was consistent with the reported event. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "did not open properly" is confirmed based on the customer provided video. In the video, the iabc bladder was noted twisted. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported " counterpulsation was normal on boarding, and severe kinking of the anterior end of the balloon was noted on upstage imaging, which did not open properly". Additional information states the catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " counterpulsation was normal on boarding, and severe kinking of the anterior end of the balloon was noted on upstage imaging, which did not open properly". Additional information states the catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".